Manufacturer narrative:
Reporter is a synthes employee. Part # 314.05, synthes lot # 5046744, supplier lot # na, release to warehouse date: 26 jul 2005. Manufactured by synthes (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the cannulated 4.0mm hexagonal screwdriver (part #: 314.05; lot #: 5046744) was received at us customer quality (cq). The visual inspection of the received device and the received picture indicated that the distal hex tip was bent. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection cannot be performed due to post-manufacturing damage. Document/specification review: the following drawings reflecting current and manufactured revisions were reviewed: (current) and (manufactured). Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the received device as the distal hex tip was bent. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an inspection at a warehouse, it was found that the screwdriver tip is bent. There was no patient involvement. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).